Event description:
Procedure: fundoplication. Reportedly, approximately 1 hour into the procedure, the device quit working, stopped sealing. Small bleeding occurred and surgeon opened another to seal and stop bleeding. No injury was reported.